Event description:
During the procedure the fielder xt wire was shaped into a knuckle and utilized to create a subintimal dissection to reach close to the mid portion of the right pda vessel. The fielder xt wire was inadvertently transected and retained in the subintimal plane.what was the original intended procedure?bilateral femoral artery access; selective coronary angiography of right and left coronary arteries and lima graft to the lad utilizing simultaneous injection technique; percutaneous coronary intervention of right coronary artery cto; angio-seal to right and left femoral artery with complete hemostatis.device #1is this a laboratory device or laboratory test?no.